Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the medial humeral wall fracturing; causing the stem to subside. The patient has poor bone quaility, they needed cementing the first time. The surgeon used cement in the revision.